Event description:
A caller reported that the ibc increased by 5% in a short period. There was no adverse impact to the customer¿s blood glucose level as the rapid change did not result in an unexpected shutdown. Customer continued to use the pump for insulin therapy.